Event description:
It was reported that the patient experienced an infection with his spectra penile prosthesis (spp) device. He underwent a surgical intervention in which all components were explanted and replaced.

Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes that although visual examination of cylinder 1 identified a hole to the outer tube, this damage is consistent with explant. The testing of the remainder of the device showed that the components performed within specification, therefore, the reported allegation is unable to be confirmed. The patient symptom infection was found to be listed in the device instructions for use (IFU). Device history record (DHR): the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Device technical analysis: upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Visual examination of cylinder 1 identified a hole with exposed metal segments, consistent with explant damage. Visual examination of cylinder 2 did not identify any problem with the component. Functional testing of the device showed both components performed within specifications. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. The patient symptom infection was found to be listed in the IFU. Investigation conclusion: based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient experienced an infection with his spectra penile prosthesis (spp) device. He underwent a surgical intervention in which all components were explanted and replaced. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.